Event description:
New information received notes the right ventricular (rv) lead was dislodged and pulled back into the device pocket. The physician suspected the rv lead was twiddled out of position. The patient was pacing less than 1% and asymptomatic, the rv lead was explanted and replaced. The patient stable.

Event description:
It was reported that non-sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. Programming recommendations were made and to be reviewed by the physician. There were no reported symptoms or consequences.